Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned a gastrointestinal videoscope which was an olympus asset with no reported complaint. During the evaluation of the device, the service technician found white residue in the air/water channel. There were no reports of patient involvement.